Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's right reverse shoulder was revised after patient complaint of pain and x-rays showing a peripheral screw loose in the joint. Intra-operatively, it was noted that the peripheral screws had 'windshield wipered' in the joint, etching the glenosphere and passing through the baseplate into the joint. The baseplate, glenosphere and center screw came out all in one piece.

Manufacturer narrative:
The device was not returned. The reported event could be confirmed. The device inspection revealed the following: only one peripheral screw has been returned, and does not present any visible damage to the threads of the head. It is therefore improbable that the returned screw participated in causing the damage to the baseplate. The devices that got dislocated were consequently not returned. More detailed information about the complaint event such as the devices and the x-rays must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
It was reported that the patient's right reverse shoulder was revised after patient complaint of pain and x-rays showing a peripheral screw loose in the joint. Intra-operatively, it was noted that the peripheral screws had 'windshield wipered' in the joint, etching the glenosphere and passing through the baseplate into the joint. The baseplate, glenosphere and center screw came out all in one piece.